Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauged jumped from 80 units to 100 units. There was no reported adverse impact to the customer's blood glucose. Upon the review of t:connect data tandem technical support found that the customer overfilled the cartridge with 498 units. Multiple attempts were made to follow up with the customer however all were unsuccessful.